Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13333 osteotomy jack serial/batch number 011728 was received for evaluation. Functional testing was not performed due to the instrument was received broken. Visual inspection found the instrument was broken. The instrument was disassembled due to the damage. Multiple discoloration spots and laser marks faded. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/30/2024, it was reported by an arthrex employee via (B)(4) that an ar-13333 osteotomy jack (from loaner set number rar-13330fs sn (B)(6)) broke while in the patient during use. All fragments were retrieved from the patient. The case was completed and was delayed for 1 minute without adverse effects on the patient. This was discovered during a dfo procedure on (B)(6) 2024 with no reported patient harm.